Event description:
A medtronic representative reported that during a cranial tumor biopsy, the system was unresponsive while in the navigate task. The surgeon was unable to move the mouse; hard re-booted the system and was able to return to navigate (registration was saved) and proceed with the biopsy. The procedure was completed with the use of the stealthstation s7 system. No impact to the patient was reported.

Manufacturer narrative:
To date, no files have been received by the manufacturer for evaluation. The medtronic representative reported, on (B)(4) 2012, upgrading the stealthstation s7 system from synergy cranial version 2.2.0 to synergy cranial 2.2.5.

Manufacturer narrative:
Since the software was updated to a more recent version this occurrence will not be added to the existing test track record as that record was closed with the release of the synergy cranial 2.2.5 software which incorporated the fix for this anomaly.